Manufacturer narrative:
One level 1 hotline low flow system was received with a cracked tank cover and bent prongs on the line cord. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, the line cord was plugged in and the device was turned on. The float switch was triggered which alarmed right away, but when triggered again, it did not alarm. The reported issue was able to be replicated. The float switch's function was intermittent. The float switch will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a water alarm and a bad flow switch. The issue was discovered during testing. There was no patient injury or clinical issue.